Event description:
A power on reset (por) condition was reported with a specified error code of "0002", which was later stated to be a por 0x2 issue. The implantable neurostimulator (ins) was supposed to be implanted on the day of report, and was still in the box. No patient symptoms were reported, and a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the returned neurostimulator model 97714, serial #(B)(4).